Manufacturer narrative:
Performed visual inspection and found stopper plunger missing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a no delivery alarm during priming. Customer's blood glucose was 343 mg/dl. During troubleshooting with plunger and a 5.0 unit manual prime, customer changed infusion set and insulin did not deliver. Customer then changed reservoir and customer was able to resolve no delivery with reservoir change. Customer also reported that site was leaking and there was also blood at site. Supplies would be replaced.